Event description:
Customer reported the galileo left pipettor arm is skipping samples when the pool_cell assay is running. Per customer, the second and/or third rows are not being pipetted; there were no errors or flags associated with the assay.

Manufacturer narrative:
A service call was performed. Bubbles were found in the system liquid lines. The filter was leaking; both filters were replaced. The repairs returned the instrument to its expected function.